Event description:
Boston scientific received information that during the implant procedure, dissection of the coronary sinus occured while attempting to gain access of the left ventricular (lv) lead in the target vessel. It was elected to remove the lead and implant a stent on the dissection. A new lead was successfully implanted. No additional adverse patient effects were reported. The lead was surgically abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.